Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited low amplitude and was attempted to be repositioned. The tines of the electrode end of the lead could not be removed from the patient anatomy with the help of a stylet. The thresholds were confirmed again in the same position, however the lead displayed loss of capture (loc) when tested. This lead was surgically abandoned, and another lead was placed successfully. No additional adverse patient effects were reported.